Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead (serial number (B)(4)) was implanted successfully. However, post-implant, the lead exhibited loss of capture. A new procedure was performed to reposition the lead, but the helix was not functioning properly and the lead was explanted and replaced (serial number (B)(4)). The next day, loss of capture was observed with the replacement lead. Another revision was performed, and again the helix could not be extended or retracted properly and a new lead was implanted. Unfortunately, one day later, the right atrial (ra) lead (serial number (B)(4)) needed to be repositioned for suspected dislodgement., during the procedure, the same helix issues were observed and a new ra lead was implanted. No additional adverse patient effects were reported outside of the three additional surgeries. The explanted leads were expected to be returned for analysis.